Event description:
It was reported that the patients right ventricular (rv) lead exhibited t-wave oversensing (twos). Follow-up was completed with a healthcare professional (hcp) at the clinic. Hcp was able to verify that there has been no reprogramming completed at this time. The physician has chosen to continue to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.